Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor revised a triathlon tibial insert on a total knee done originally at kent hospital on (B)(6) 2015 by another surgeon. The patient was unstable, so he upsized from a 4x11 to a 4x16 insert. He also resurfaced the patella which was not originally done. The insert that was revised showed no signs of wear, no implants were loose.